Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred when attempting to update the pump software. Reportedly, the unspecified malfunction was cleared and insulin delivery was able to be resumed. There was no adverse impact to the customer¿s blood glucose value.